Event description:
The hcp reported a patient "had severe withdrawal" due to a crack in the catheter. No specific symptoms of withdrawal were reported. The catheter had been in place since 1998. The patient underwent catheter revision. The patient has recovered and is doing well with the new catheter. Additional information has been requested, but was not available on the date of this report.